Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery, ipsolateral approach. The 100% re-stenosed lesion was located in the severely calcified and moderately tortuous left posterior tibial artery, below-the-knee (btk). Resistance was encountered upon attempting to advance the 1.5mm x 20mm sterling es pta balloon dilatation catheter across the lesion and the balloon ruptured at 10atms on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not received at the complaint investigation site for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).